Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some of the pixels on the touchscreen display are noticeably lighter than the surrounding pixels at times. There was no reported impact to the customer's blood glucose level. The customer stated that the pixels were fine at the time of the call but that the issue had been previously noted.